Event description:
Patient reported against unknown side "seroma", "lymphedema", "pain, tightness, pulling", and "anxiety, recall". Patient additionally reported non device related events of "tinnitus, constipation, diarrhea, incontinence", "c.diff, sepsis", "hemorrhagic colitis", "fat necrosis", "copd, asthma", "hashimotos", "fibromyalgia", "chronic fatigue/weakness", "skin rashes", "numbness and tingling", "difficulty walking, climbing stairs, bending, stretching, reaching all due to pain", and "skin growths, memory loss, lack of concentration, restless legs, blurry vision, dry mouth, appetite changes, weight gain". Device was explanted.

Manufacturer narrative:
In response to FDA report number: mw5112255. The events of seroma and lymphedema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: lymphedema, seroma, anxiety/recall, pain.

Event description:
Patient reported against unknown side "seroma", "lymphedema", "pain, tightness, pulling", and "anxiety, recall". Patient additionally reported non device related events of "tinnitus, constipation, diarrhea, incontinence", "c.diff, sepsis", "hemorrhagic colitis", "fat necrosis", "copd, asthma", "hashimotos", "fibromyalgia", "chronic fatigue/weakness", "skin rashes", "numbness and tingling", "difficulty walking, climbing stairs, bending, stretching, reaching all due to pain", and "skin growths, memory loss, lack of concentration, restless legs, blurry vision, dry mouth, appetite changes, weight gain". Device was explanted.